Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with itching, redness, inflammation/swelling, infection extended beyond the patch perimeter. Five days prior to the urgent care visit patient called dexcom to report the issue. At the time of the call, the insertion site was still hurting, and the patient was advised to check it with health care professional (hcp) if needed. Then on an unspecified date the patient went to urgent care due to the redness and painful skin reaction. The patient was prescribed an unspecified oral antibiotic 3 times a day for 7 days. The patient cannot provide the name of antibiotic and disconnected the call. The patient condition was stable on the follow-up call made by dexcom technical support. No other details were documented. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.